Event description:
It was reported that the IV pole had a sharp edge which caused a cut to the hand of a technician. No medical intervention was reported as a result of the injury. No patient involvement was reported.